Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified. Based on the results of the investigation, the root cause was not identified. A device history review revealed no issues that could have caused or contributed to the reported issue. We confirmed that the event is detectable by handling the product in accordance with the following IFU. Bf-mp290f operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a b30 scope communication error. There was no patient involvement.